Manufacturer narrative:
The investigation determined that a single false negative ahbc igm quality control result was obtained on a positive control fluid during a ten replicate precision test. Review of datalogger files for the event did not identify an analyzer malfunction. There is no evidence to suggest that vitros ahbc igm reagent is not operating as intended. The root cause of the false negative control value is unknown.

Event description:
The ocd laboratory specialist reported a single false negative result for a positive quality control fluid during a system precision test using vitros ahbc igm on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient results were not affected. There were no allegations of harm as a result of this event. (B) (4).